Event description:
(B)(4) 2013 - update,product codes received and updated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of pinnacle implants. Reason not provided,revision date confirmed.the reported event has been evaluated and will be monitored. Depuy considers the investigation closedat this time. Should additional information be received, the information will be reviewed and theinvestigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.